Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Scratched lcd window, missing end cap sticker, cracked reservoir tube and cracked lcd display window corners noted during visual inspection. All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed off/no power test, selftest, displacement test, rewind, basic occlusion and excessive no delivery alarm test.

Event description:
It was reported that the customer's insulin pump is not alarming no delivery when the reservoir is empty. The caller stated that the alarm did not go off during his basal delivery and during a bolus programmed for more than the reservoir has remaining. The caller requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.